Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found evidence of ingression around the downstream occlusion and upstream occlusion seals. Event history log review was performed and found no evidence of reported problem. Visual inspection and accuracy testing were performed. The customer's reported problem could not be duplicated. According to the investigation, the pump test results of -0.07%, -0.53%, and +0.10% were all within the internal spec of +/- 3.0%. However, the pump will undergo standard preventative maintenance to correct reported problem. According to the investigation the problem source of the reported problem was user interface.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy pump, the pump failed accuracy by +9.15%. No reported adverse effects.